Event description:
It was reported that during a right internal carotid artery stenting procedure, the filterwire kinked, the kinked part is outside of the sheath. The physician chose to still use it. There was a little bit difficulty advancing the stent deliver system to the tortuous and calcified right internal carotid artery. The 4-9x30mm nexstent was deployed without problem. When pulling out the whole stent delivery system outside of the body, the physician found the inner catheter separated from outer catheter. There was no patient injuries or complications reported. The patient status was reported as "ok".